Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Catalog number: complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(6). The lens has not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that in eyhance iols the haptics stick "massively" after implantation, so that the surgeon can often only separate them with difficulty, which can be dangerous for sensitive eyes. Further follow-up confirmed that the doctor said that he would have no problems one day, then 5 times in a row, regardless of whether he used visco (viscosurgical devices) or bss (balanced salt solution). No further information was reported.